Event description:
Follow up information reported that the patient had no concerns with their device therapy.

Manufacturer narrative:
Product ID 3889-33 lot# v152151, implanted: 2008 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the leads ¿broke off¿ the patient¿s second device. The reporter stated, the leads broke off and their healthcare professional told her that she was too thin and too active. The reporter further stated what happened was the implantable neurostimulator (ins) was not implanted deep enough. It was noted the patient¿s third ins was implanted deep enough and the ins ¿was so perfect it¿s unbelievable.¿